Event description:
The lay user/patient contacted lifescan (lfs) customer service on (B)(6) 2010 alleging that the onetouch ultramini does not always turn on with a test strip: the medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The patient stated that the alleged issue reportedly first occurred in "(B)(6) 2010." It is unknown if the issue was intermittent and if the patient had any methods of testing his blood glucose levels. He claimed he developed symptoms described as "faint, sweating, and vision went" at an unspecified time after the alleged issue occurred. On an unspecified date in (B)(6) 2010, the patient obtained a "below 40 mg/dl" blood glucose result on a doctor's meter and was treated with food and/or drink by a health care professional. It is unknown how much time elapsed between the alleged issue and treatment. According to the troubleshooting performed with customer service, the reported issue is not resolved. Replacement products were sent to the patient. Based on the provided information, this complaint is being reported because the patient claimed he developed symptoms suggestive of a serious injury after the alleged issue began and received treatment from a health care professional. In addition, the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510(k) # is k061118.